Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be inserted into the inspiratory limb of an rt235 infant dual-heated evaqua breathing circuit. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be inserted into the inspiratory limb of an rt235 infant dual-heated evaqua breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). (B)(6). Method: the inspiratory and expiratory limbs of the complaint breathing circuit was received for investigation. The pins of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor was achieved with the expiratory limb. The right heater wire pin of the inspiratory limb of the circuit was bent outwards and full insertion of the heater wire adaptor was not possible. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).